Manufacturer narrative:
Product ID 3387s-40, lot# v822994, implanted: 2012 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported there was an old implant and they may need to test the lead intra-operatively. It was noted open circuits were found while they ran impedance measurements and they were not sure where the open was within the system. Additional information received reported all open circuits resolved. It was stated the impedance issue presented during a battery change the year prior to report. The impedances resolved upon the battery replacement case. The cause of the issue was possible header block in the battery or the extensions were not inserted to ¿hilt¿ of header block. An x-ray was performed and no lead fractures were seen on 3 days prior to report. The patient was doing well and they received effective therapy. It was noted they did not receive a loss of therapy and the patient did not have any falls or trauma.